Manufacturer narrative:
Customer has been unresponsive to multiple contact attempts to obtain more info on this reported issue. Assuming worst case scenario, this issue could result in a pt not being properly restrained. A f/u will be filed if necessary based upon investigation results.

Event description:
It was reported that the knee-gatch mattress is missing from the foot section retaining strap.